Manufacturer narrative:
The reported field event of no wireless telemetry was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. When interrogating the replacement pacemaker with the wand, wireless communication could not be performed. The device was not used and was replaced. The procedure was completed without any adverse consequences to the patient.